Event description:
It is reported that a customer was hospitalized on (B)(6) 2012 at 9 am for a high blood glucose level of 417 mg/dl. The customer experienced a slight diabetic ketoacidosis episode. The customer was wearing the pump during their hospital stay. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.